Event description:
A rn called baxter customer service center to report that a home patient (hp) feels "overfull", after the end of pd therapy. The technical service representative helped the nurse to check the therapy log as follows: in 2005 at 20:02, therapy completed, intial drain volume 41ml, recorded initial drain volume 0ml, last fill 1494ml, total fill 10, 148ml, total drain 10,539ml, dwell time 0:54, drain time 00:38, total uf 390ml, bypasses 0, manual drain. Hp said that some liquid remained in 6l heater bag at the end of the therapy, but 6l supply bag was empty. No patient injury and no medical intervention reported.

Manufacturer narrative:
The customer requested swap. The nurse will program the new machine.